Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. The reporter stated that there was moisture present on the keypad and in the battery compartment. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31 2017 with the following findings: the keypad cover was intact; no damage was observed. All of the keypad buttons were found respond properly to presses. The keypad cover was removed and no contamination or damage was found to the button contacts. There was moisture was observed on the display screen inside the pump. A leak test was performed and revealed a leak at in a battery compartment crack in the u-groove. The returned battery cap was undamaged and was able to fit securely to the pump. The pump was opened and there was moisture corrosion was found on the printed circuit board on the cgm module, the display connector, and to the keypad connector. The complaint of a keypad button response issue was not duplicated, however, moisture was found as part of the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.